Event description:
The manufacturer received information alleging a ventilator's circuit became disconnected. The patient was revived but then passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's circuit became disconnected. The patient was revived but then passed away. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The error log was reviewed and it was discovered that the circuit disconnect alarm had been sounding for 1,145 seconds. There were no other errors in the log to indicate a malfunction of the device. The device was found to operate and alarm as designed.